Event description:
Customer reported receiving a "sensor error" message while wearing a freestyle libre sensor and was therefore unable to obtain readings. As a result, customer required third-party treatment however no treatment details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m000ej5pvm has been returned and investigated. Visual inspection was performed on the returned sensor patch, and no issues were observed. The sensor plug was properly seated in the mount. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). No issues were observed on the sensor plug assembly upon visual inspection. A linearity test was performed, and the results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "sensor error" message while wearing a freestyle libre sensor and was therefore unable to obtain readings. As a result, customer required third-party treatment however no treatment details were provided. There was no report of death or permanent injury associated with this event.